Event description:
Laparoscopic instrument (atraumatic grasper) tip broke off during hysterectomy. Add'l ports had to be placed in pt by second surgeon to retrieve broken piece. Broken piece was retrieved. Pt discharged to home on (B)(6) 2018.